Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis, but the reported failure (ground pad wouldn't turn green) could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The complaint was not confirmed based on the failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer converted the procedure to laparoscopy due to an issue with the integrated electrosurgical unit (iesu) erbe and grounding pads. The erbe ground pad led would not turn green. The customer power cycled the erbe and tried multiple grounding pads. The customer then tried to convert to another vision side cart (vsc). The backup vsc started faulting when it was connected because software versions were not on the same. The procedure was converted to laparoscopy with no reported injury.